Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v016977, implanted: (B)(6) 2007, product type: lead. Analysis is in progress for both the ins and the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient was no longer receiving therapy from the device and so the device was explanted. The issue was not reported to have been sudden and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Correction made to event date changed from (B)(6)2017 to (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis information -- (B)(6) 2018 22:18:48 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Analysis information -- on (B)(6) 2018 22:38:48 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results see block.